Event description:
Caller reports that the pt was tested on 2 devices, serial numbers not provided. The pt results were 5.9 inr on one device and 6.6 inr on the other device. The comparison lab returned as 4.1 inr. The caller states that a different comparison on the same pt resulted in readings of 7.5 inr on one device and 7.4 inr on the other device with a comparison lab returning as 4.5 inr. Caller states that the pt's coumadin was held due to device results; however, no adverse event reported. Requested return of suspect device and replacement was sent. No strip info was provided.